Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a implantable pulse generator (ipg) system the patient experienced a pulmonary embolism and they died.